Manufacturer narrative:
A patient experienced autoreducing due to high impedance was reported to abbott. X-rays shows likely a fracture. The lead was replaced with no complications and therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the lead was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is experiencing high impedances and ineffective stimulation. X-rays shows likely a fracture. Patient cracks their back over a railing right where the lead is. Surgical intervention may take place at a later date.